Manufacturer narrative:
Product analysis could not verify the difficulty stated in the complaint as the complaint indicated that the stent had been deployed, but the delivery device was returned with the stent attached. The delivery device with the stent was received with the original guide wire engaged in the lumen of the catheter in good condition with no damage observed. Visual and microscopic examination of the exposed sections of the guide wire revealed areas of foreign material on the surface of the distal sprint tip section of the guide wire. The spring tip section of the wire extends into the distal tip of the catheter approximately 10 centimeters proximally. Further examination of the foreign material indicates that it may be dried contrast and anatomical tissue. The guide wire foreign material could have contributed to the lock-up. Examination of the catheter shaft did not reveal any defects which would have contributed to the lock-up. During the attempt to remove the guidewire, damage was created on the shaft. The removal attempt formed axial compression damage on the shaft. The guide wire could not be removed from the lumen without further damaging the catheter, therefore, dimensional analysis could not be performed. The mfg records for top assembly batch 7640208 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the guide wire lock-up and or the presence of the foreign material, and if it contributed to the lock-up could not be determined.

Event description:
It was reported that during a pta / stenting treatment procedure, stent delivery system (sds) removal difficulties were encountered. The superficial femoral artery lesion was successfully treated with the sentinol nitinol biliary 6x40x1350 stent, but the stent delivery catheter became stuck on the guidewire when attempting to withdraw the sds after stent deployment. The physician removed the guidewire and stent delivery system together as a unit. He then reintroduced a d35/260cm magic torque to complete the procedure. No patient injuries or complications were reported. Patient status is reported as "stable."